Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted the da vinci surgery technical assistance team (dvstat) and reported that the camera head could not focus. The technical support engineer (tse) guided the customer to replace the endoscope and power cycle the system, but the issue remained. The field service engineer (fse) would follow up on the case. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the customer confirmed that the camera was inspected prior to use, but when the doctor used the system, it was found that the camera head could not focus. The customer confirmed that system functionality was checked upon powering on the system and there was no error. There was a procedure delay of about 1 hour due to the issue. The customer confirmed that no additional ports were placed. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the camera head. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the camera head for failure analysis investigation. The unit was analyzed, and the reported problem was confirmed and replicated. The camera head failed focus test on in-house system. The camera head was installed on in-house system and passed initialization. However, during the qap (quality assurance procedure) process, both 2d (left and right eye) and 3d failed focus test and the image appeared blurry. Pressing the focus button (up and down) did not show improvement on the blurry image. The camera head distal lens had no sign of fluid intrusion. Additionally, the camera button pack was found to have tears/torn. During button pad inspection, visual inspection found deformity at both side of the rubber button pad. Also, the camera head rubber handle was found to have tears/torn. During button pad inspection, visual inspection found both rubber handle was coming off from the camera head housing (partially attached). The complaint was confirmed and replicated by failure analysis. The probable root cause of the failed functional focus test is attributed to damage during use or improper handling. Damage can result from mechanical impact, such as accidental drops of the endoscope or inadvertent collisions with hard surfaces. The probable root cause of the torn button pack and torn rubber handle is attributed to mechanical damage during use or improper handling, which may include accidental drops of the endoscope. In some cases, extensive cracking leading to the button pack breaking off can occur, which is likely caused by improper cleaning during reprocessing.

Event description:
Refer to h11 for follow-up information.